Event description:
Using medtronic patient reader model 25000 to interrogate vvi pacer (not pacer dependent) key is 1676-1089. S/n (B)(4). Mfg 2019-12. Medtronic customer svc rep told me to: "take the batteries out after using." I cannot imagine FDA approved a battery-powered consumer medical device where you have to take the batteries out every time. Nuts! Now you know. Pls give the mfg a hot foot. Thanks. You need to know they're telling people that you can't leave the batteries in; craziness. "I have photos but.." FDA safety report ID# (B)(4).